Event description:
The customer reported high blood glucose. Customer stated that she was having high blood glucose. Customer mentioned she was doing bolus and wanted to know if her sensitivity should be lower or higher scale, her doctor set it at 55 mg/dl. Troubleshooting was done. Customer's blood glucose was 425 mg/dl. Customer treated high blood glucose with insulin pump. Performed high pressure test and test passed. Advised to change the entire set, reservoir and treat per health care provider's instruction. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).